Manufacturer narrative:
An MDR is indicated for this complaint. Approximately one year ago a surgeon implanted three prodisc c vivo implants at c4-5, c5-6, and c6-7. The patient began experiencing new and unusual neck pain and it was found that one of the levels had migrated anteriorly and the surgeon believed that a second level was not fixated and had shifted slightly. The two levels that had migrated were removed on (B)(6) 2024, and replaced with prodisc c implants. DHR reviews could not be completed as the part numbers and lot numbers were not provided and could not be determined during the course of the investigation. Complaint trending found that the rate of complaints is within the level outlined in the risk documentation. A review of the risk documentation found that the hazards associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the risks. The removed implants will be evaluated following exponent's approved prodisc c device evaluation protocol. The reports will be issued under pdcv-0012 and pdcv-0013. The removals were completed due to the anterior migration of the implant. A cause for the anterior migration cannot be determined but may be related to the off label use of the three level construct. This report is for 1 of 2 devices involved in this event.

Event description:
Approximately one year ago a surgeon implanted three prodisc c vivo implants at c4-5, c5-6, and c6-7. The patient began experiencing new and unusual neck pain and it was found that one of the levels had migrated anteriorly and the surgeon believed that a second level was not fixated and had shifted slightly. The two levels that had migrated were removed on (B)(6) 2024 and replaced with prodisc c implants.